Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, post-paced t-wave oversensing was observed on a real-time egm. No action was performed. The device remains implanted. The patient will continue to be monitored.